Manufacturer narrative:
B1: adverse event/product problem- corrected. H1: type of reportable event- corrected. H6: patient codes- updated to thrombosis due to the reported clot. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a atrial fibrillation ablation with a farawave catheter. The device became occluded while inside body and the pump detected occlusion. The physician could not clear clot. The catheter was replaced and the procedure as completed with no patient complications being reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a atrial fibrillation ablation with a farawave catheter. The device became occluded while inside body and the pump detected occlusion. The physician could not clear clot. The catheter was replaced and the procedure as completed with no patient complications being reported. The device is expected to be returned.